Event description:
Patient 4, it was reported that the spacer has moved. This is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient experienced extreme back pain at l5-s1 as well as pain in the right leg. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: implant date is unknown. This report is for 1 unknown spine product.